Event description:
It was reported that during the implant procedure, the physician had difficulty fully inserting the ventricular lead into the device header. The lead exhibited loss of capture and high impedance. The lead was secured and implanted; all electrical parameters were normal. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).